Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that their insulin pump had buttons were not responding. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the buttons were fading & stated she had to press lower that were the buttons are located to get it to work. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.